Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that insulin pump received motor error alarm during bolus and customer was not able to take bolus. The customer declined troubleshooting for high blood glucose. The customer's blood glucose at the time of incident was 332 mg/dl. The insulin pump will not be returned for analysis.